Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter in the air/water cylinder at the actuator and tip nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation. Foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.